Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-09496 and 2134265-2016-09610. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a pullback sled to view the target lesion. During the procedure, the ilab continued to freezes up during the middle of an automatic pullback. During the first time the issue occurred, the physician pulled another coronary imaging catheter but the issue was not resolved. The ilab was then shut down and rebooted but that did not resolve the issue either. The physician opted to bring in a portable ilab and completed the procedure. No patient complications were reported and patient's status is stable.